Event description:
It was reported that the burr became stuck on the rotawire. For this procedure a 1.75mm rotapro along with a rotawire were selected. During insertion inside the body the rotapro burr became stuck on the rotawire. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the rotawire was received along with the a rotapro device. Microscopic and visual inspection of the wire found the wire to be kinked 57.5cm from proximal end of wire. The rotawire was able to be removed but was not able to be reinserted into the device due to the kink. All dimensional measurements were within device specification.

Event description:
It was reported that the burr became stuck on the rotawire. For this procedure a 1.75mm rotapro along with a rotawire were selected. During insertion inside the body the rotapro burr became stuck on the rotawire. The procedure was completed with another of the same device. No patient complications were reported.